Event description:
It was reported that the patient fell and broke her hip. The patient was noted to have experienced increased intolerable pain, nausea, vomiting, flu like symptoms, sweating (diaphoresis), overdose symptoms, and shaking. It was determined that the patient went through withdrawal, and that her catheter had fractured. The patient's catheter was explanted, and it was noted to have been 'capped/abandoned/partially removed.' It was further noted that some of the old catheter remained in the intrathecal space. The medication used within the system was infumorph. The patient was noted to be alive and without injury. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11193r55, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).